Manufacturer narrative:
(B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a periprosthetic hip procedure on (B)(6) 2020, the knob of the cable tensioner was cut. An attempt was made to fix the reported device but was unsuccessful. It was mentioned that the cable got stuck in the tensioner. Thus, the surgeon had to cut the cable to remove the tensioner and an extra tensioner was used to complete the procedure. There was a 20 minutes surgical delay reported. There was no patient consequence. This complaint involves two (2) devices. This report is for one (1) cable tensioner this report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part # 391.201 synthes lot # p506782 supplier lot # p506782 release to warehouse date: 25 sep 2001 supplier: pioneer surgical technology no ncr's were generated during production review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection initial quality inspections by rti observed a cable stuck within the tensioner. Further visual inspections also confirmed that the device was returned without the nose piece, which is required in order to open the chuck jaws to remove the cable. Functional testing the device was routed to instrument assembly for further evaluation and functional testing. The instrument assembly technician was able to use a nose piece from rti inventory to attach to the tensioner to be able to open the chuck jaws and remove the cable. Once the cable was removed, the tensioner passed functional testing with tension readings falling within the nominal range. The complaint could be replicated with the returned device, as the required nose piece component was not returned with the device, which was required to operate and remove the cable. Document/specification review the manufactured-to and current revisions were reviewed. A design enhancement was made in january 2009 to update fixation of the nose piece component to the assembly from epoxy to weld to help prevent disassembling. No design issues were observed during investigation. As the nose piece was secured by epoxy to prevent the nose piece from disassembling, failure of the epoxy was considered a broken condition in this investigation. Conclusion the complaint was confirmed during investigation. No manufacturing issues were identified during investigation. A subsequent design enhancement to the nose piece reduces the potential for this failure mode to occur. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.